Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, while the device was used during anastomosis between anus/rectum and colon, the device did not fire. When the surgeon was ready to use the stapler, the till top anvil was connected to the stapler shaft, then the stapler was turned on till the place where resistance was felt. The green mark on the handle was checked, unlocked the stapler and squeezed the handle without success. The tissue was not cut and staple. The surgeon took another stapler but the same event happen. The procedure was 30 minutes longer than usual. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The safety was observed to be broken. The anvil of the instrument was observed to be tilted. There was no mark in the anvil cutting ring; however, the crush ring had been partially crushed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. Replication of the anvil tilting prior to firing may occur if the device is closed over an excessive amount of tissue which compresses the crush ring. The root cause of the observed damages was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, while the device was used during anastomosis between anus/rectum and colon, the device did not fire. When the surgeon was ready to use the stapler, the till top anvil was connected to the stapler shaft, then the stapler was turned on till the place where resistance was felt. The green mark on the handle was checked, unlocked the stapler and squeezed the handle without success. The tissue was not cut and staple. The surgeon took another stapler but the same event happen. New device was used and everything was done perfectly. The procedure was 30 minutes longer than usual. No patient injury.